Event description:
It was reported that the user perceived a severe low glucose event and later disclosed they had been reporting lows based on downward trends rather than confirmed readings below the clinical threshold, with the lowest documented value at 67 mg/dl and self-treatment with oral glucose; no device component issue was identified and the device problem could not be characterized due to insufficient information. Symptoms included confusion or disorientation, difficulty concentrating, lightheadedness, and increased hunger when glucose was below approximately 80 mg/dl. Outcomes included an unexpected need for medication in the form of oral glucose to treat hypoglycemia. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no specific findings, with insufficient information regarding a device problem and no identified device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial